Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the manufacturer representative (rep). It was reported that the ins was in overdischarge due to patient compliance. The patient stated that since they had the device replaced in 2017 they have not charged it and the ins has not worked in over a year. The rep attempted to interrogate the ins but the patient did not want to have the ins trickle charged. The rep said that no interventions were done on the day of the report and the patient wanted a full body MRI system because they said they need to have MRI¿s of their back. It was noted that the issue was not resolved and the patient was going to go back to neurosurgery for a consultation for a full explant and replacement with a MRI compatible system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of the patient regarding patient's neurostimulator (ins) that was implanted for nonmalignant pain. It was reported that it was not working and patient's back was really, really hurting. Caller thought that the stimulator was not turning on, but the patient was not there so the caller could not really confirm the issue. Caller was pretty sure the stimulator was currently off. Caller states they would like to meet with a manufacturer rep. The issue started few months ago. An exact date was not provided. Caller was redirected to follow up with patient's hcp. No further complications were reported/anticipated.